Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n (B)(4); the sample was received in used condition. During visual inspection no discrepancies were found. During functional testing, no discrepancies were found; no leakage was observed. The customer reported condition was not confirmed. No fault found. No root cause needs to be determined since the complaint was not confirmed due to no issues were found with the sm product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the cuff of a smiths medical endotracheal tube was unable to be inflated. Incident was reported to have occurred prior to use with a patient.